Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 was failed and not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed. A field service engineer found loose connections on drawer 3.2, so secured the connections and rebooted the station and was able to open close cubies /drawer in hardware test mode and resolved the issue. The system functioned as intended after the field service engineer repaired the device.